Manufacturer narrative:
(B)(4). This lot was manufactured from may 22, 2014 ¿ may 23, 2014. The actual sample was not returned; however, a photograph was provided for evaluation. During photographic inspection, fluid was observed within the housing of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked into the housing of a large volume infusor. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.